Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Manufacturer narrative:
Insulin pump received with no button response, due to corroded keypad traces. Insulin pump received with cracked case on display window corners, cracked reservoir tube lip, belt clip slot and minor scratches on display window.

Event description:
It was reported that the buttons on the insulin pump are unresponsive. No additional information was provided.